Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a t-wave oversensing and change in r-wave morphology resulting in multiple inappropriate shocks across three episodes. The patient was noted to have bending over during the first two delivered shocks and lying down at the time of the third shock. The patient reported to have experienced pain as a result of the inappropriate therapy. The device was then programmed to the primary vector with two times gain to mitigate further inappropriate therapy. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a t-wave oversensing and change in r-wave morphology resulting in multiple inappropriate shocks across three episodes. The patient was noted to have bending over during the first two delivered shocks and lying down at the time of the third shock. The patient reported to have experienced pain as a result of the inappropriate therapy. The device was then programmed to the primary vector with two times gain to mitigate further inappropriate therapy. Additional information was received that another inappropriate shock was delivered for t-wave oversensing and low r-wave amplitudes. X-rays were completed to further evaluate system placement. Following the additional troubleshooting, the device was subsequently reprogrammed to the alternate vector with two times gain as the r-wave amplitude was the best. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a t-wave oversensing and change in r-wave morphology resulting in multiple inappropriate shocks across three episodes. The patient was noted to have bending over during the first two delivered shocks and lying down at the time of the third shock. The patient reported to have experienced pain as a result of the inappropriate therapy. The device was then programmed to the primary vector with two times gain to mitigate further inappropriate therapy. Additional information was received that another inappropriate shock was delivered for t-wave oversensing and low r-wave amplitudes. X-rays were completed to further evaluate system placement. Following the additional troubleshooting, the device was subsequently reprogrammed to the alternate vector with two times gain as the r-wave amplitude was the best. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.